Event description:
Patient's nurse advised pump malfunctioned during xenpozyme infusion. Medication (med) mixed already and wasted due to replacement pump not scheduled to arrive until (B)(6) 2025. Replacement dose requested for patient (pt). Patient missed a dose. No adverse effects reported. Product is available for return. Unknown if specialist is aware. No further information provided. Reported to (B)(6) by: health professional.